Manufacturer narrative:
Concomitant product: ICU medical neutron valve (lot unknown); syringe (vendor, size, lot unknown); therapy date (B)(6) 2015. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the extension tubing distal luer had a crack in it while connected to a non-carefusion valve. No patient harm reported.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe 0.9% sodium chloride, lot: 520811c, exp: july 26, 2018; therapy date: (B)(6) 2015. The customer¿s report of a cracked female luer was confirmed. Visual inspection observed that the female luer had a vertical hair line crack. The syringe was manually removed from the luer and further visual inspection of the luer (cavity 3) observed the crack was on the knit line with the gate opposite to the crack. The female luer was also inspected under a microscope; no stress marks were observed. Functional testing was performed; the syringe was depressed and a leak was observed as fluid flowed through the crack on the female luer. The root cause of the leak was identified as a crack. The cause of the crack is unknown.